Manufacturer narrative:
The complainant indicated that, the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure cardiac tamponade, cardiogenic shock and death occurred. The 99% stenosed, 20mm in length, target lesion was in the proximal to mid portion of the left anterior descending (lad) artery. The lesion was predilated at 16 atmospheres (atms) with a 2.5mm non-bsc balloon catheter. Intravascular ultrasound (ivus) was performed. A 3.0x24mm taxus express2 drug eluting stent was deployed at 16 atms in the target lesion. Plaque shift was observed in the distal portion of the stent. A 2.5mm non-bsc balloon catheter was inflated to 6 atms in the distal portion of the stent. Ivus confirmed no malposition of the stent at the end of the procedure. There were no patient complications reported. The patient was given 100mg bayaspirin before the stenting procedure, 12500iu of heparin "around" the procedure and plavix 25mg post stenting procedure. Three hours later, the patient's blood pressure "went down", because the patient vomited, a vagal reaction was the suspected cause of the decreased blood pressure. However, the patient required atoropine sulfate and dopamine to raise the blood pressure to 130/70. Three hours later, an acute reduction of blood pressure was observed. Echocardiography detected a "slight increase" of pericardial effusion. At 2.5 hours later, the effusion increased and cardiac tamponade was observed. This prompted removal by "open-drainage operation". The patient's vital signs "improved". At 7.5 hours later, the patient's blood pressure "went down" and the patient suffered cardiac arrest requiring CPR. Labs drawn 6 hours later (or 23 hours after the start of the implant procedure) detected an "abnormal rise in leucocyte and ck value". Four hours later, coronary angiography showed multivessel spasm of the right coronary artery, left circumflex, the distal portion of the previously stented area to the "peripheral" lad. Milisrol (nitroglycerin) and dopamine were administered to treat the vessel spasm. Five hours later, the patient's condition "got worse". Nor-adrenalin and sigmart were administered. An intra-aortic balloon pump was inserted. Eleven hours and 45 minutes later, the patient died. The "probable" cause of death is cardiogenic shock from the reported cardiac tamponade and multivessel spasm causing eventual heart failure. There was no autopsy performed to confirmed the cause of death.